Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00030).

Manufacturer narrative:
The service provider tested the device on (B)(6) 2020. The test report was received by zyno medical on (B)(6) 2020. The pump passed the flow rate test with a flow rate deviation of -1.43%, which is within the ±5% specification. The reported issue was not confirmed.

Manufacturer narrative:
The device has not been returned for evaluation yet.

Event description:
On 09/24/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 09/23/2020, and stated that "pump 616343 was under infusing. Infusions would say finished with drug still left in the bag, needs to be calibrated." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.